Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had right hip surgery 2.5 years ago due to arthritis, torn tendons and bone spurs. Reported that surgeon did a physical exam and x-rays, everything appears fine even though patient is in pain and feels a loose movement in hip area. Has moderate movement but at times can be in pain when walking.

Manufacturer narrative:
The following product was added to the complaint after the initial medwatch was submitted. Cat. No.: 502-03-60f, primary tritanium hemi cluster hole cup 60mm, lot code: mnad86. Cat. No.: 6720-0635, size 6 accolade ii 132 deg, lot code: 46471703. Cat. No.: 6570-0-228, delta v-40 ceramic head 28/+4, lot code: 43418402. Cat. No.: 2030-6525-1, 6.5 cancellous bone screw 25mm, lot code: mmn062. An event regarding pain involving a trident liner was reported. The event was confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated, "the primary harm involved is pain. There is no evidence for implant related causality. Preoperatively the patient had significant pain and extensive workup failed to definitively discern was hip related. Imaging an intraoperative findings demonstrated only early arthritic change. It is noted in the description of product inquiry report that the patient's index surgeon as well as those second opinions did not find evidence for difficulty with hip. It is likely the pain the patient is experiencing is coming from a site(s) other than the hip." The provided additional medical documents concluded, "the primary harm is pain in the patients right buttock and groin unrelieved by tha. Intra-operative findings at the tim of tha demonstrated only minor pathology in the hip. It is unlikely that the pain the patient experienced prior to surgery and the pain he continues to experienced is related to his hip. There is nothing to suggest that the patients ongoing complaints are implant related." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the provided medical information was submitted to a consulting clinician who stated primary harm is pain in the patients right buttock and groin unrelieved by tha. It is unlikely that the pain the patient experienced prior to surgery and the pain he continues to experienced is related to his hip. There is nothing to suggest that the patients ongoing complaints are implant related. Therefore, the event was confirmed however, the root cause could not be determined. No further investigation for this event is possible at this time. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient had right hip surgery 2.5 years ago due to arthritis, torn tendons and bone spurs. Reported that surgeon did a physical exam and x-rays, everything appears fine even though patient is in pain and feels a loose movement in hip area. Has moderate movement but at times can be in pain when walking.